Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in a "no dispense" alarm. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: the customer returned four samples from the reported part number for evaluation. Visual and functional testing were performed and the reported issue could was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A manufacturing device history review (DHR) was not performed because the lot number was not provided. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information g1. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).